Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was analyzed. The sheath was returned and went through sterilization with the dilator inserted. The dilator was removed to proceed with further analysis. Microscopic inspection of the hemostatic valve identified tears in the center slit of the internal valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the internal valve.

Event description:
It was reported that visible air bubbles were observed. During a procedure to treat persistent atrial fibrillation, the faradrive steerable sheath was successfully inserted following the transseptal approach. Aspiration of the sheath revealed no abnormalities. The sheath was aspirated without any abnormalities observed. After inserting the farawave catheter, the faradrive steerable sheath was filled with air bubbles up to a full 10cc syringe. Troubleshooting consisted of aspirating the sheath, but the air was persistent. Subsequently, the sheath was replaced. The procedure was completed and there were no patient complications. The device was received for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that visible air bubbles were observed. During a procedure to treat persistent atrial fibrillation, the faradrive steerable sheath was successfully inserted following the transseptal approach. Aspiration of the sheath revealed no abnormalities. The sheath was aspirated without any abnormalities observed. After inserting the farawave catheter, the faradrive steerable sheath was filled with air bubbles up to a full 10 cc syringe. Troubleshooting consisted of aspirating the sheath, but the air was persistent. Subsequently, the sheath was replaced. The procedure was completed and there were no patient complications.